Manufacturer narrative:
Medical device expiration date: unknown. 510(k) eua #: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing with bd veritor ¿ at-home covid-19 test, a false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: nurse called our line to tell us that she had a patient take our test and the test came back negative, but the doctor advised her to get a pcr test and that test came out positive.

Manufacturer narrative:
H.6: investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿was negative however pcr test was positive.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or. Concerns, please do not hesitate to contact bd technical services. : see h.10

Event description:
It was reported while testing with bd veritor ¿ at-home covid-19 test, a false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: nurse called our line to tell us that she had a patient take our test and the test came back negative, but the doctor advised her to get a pcr test and that test came out positive.